Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. This occurred on 4 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints). It is reported customer is experiencing under filling in vacutainers. Additionally, on 2020-02-28 the bd sales consultant provided the following additional information: customer called and stated that this has been happening sporadically since (B)(6) with different phlebotomists at different sites. They use a straight needle and there is either no vacuum at all, or they are able to collect perhaps, half an ml at most.

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Evaluation/testing of the customer samples was performed and low draw volume was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. This occurred on 4 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints) it is reported customer is experiencing under filling in vacutainers. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: customer called and stated that this has been happening sporadically since january with different phlebotomists at different sites. They use a straight needle and there is either no vacuum at all, or they are able to collect perhaps, half an ml at most.